Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.

Event description:
It was reported that the operation room tech cut herself while opening the tobra cement monomer-vial. It was reported that the vial shattered upon opening.